Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips have passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the evening on (B)(6) 2011. The patient reportedly obtained blood glucose results of "335 and 195 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient indicated he manages his diabetes with metformin and insulin (dosages not specified); however, the patient denied taking any action in response to the alleged meter issue. According to the csr's documentation, as a result of the reported product issue, the patient became "hypoglycemic" (symptoms not specified) 30 minutes later. At an unknown time that evening, the patient administered self-treatment by consuming food and/or drink. At an unspecified time (on (B)(6) 2011) the patient reportedly obtained a blood glucose result of "191mg/dl" with the onetouch ultramini meter. It is not known, however, if the patient tested with his secondary meter immediately after the alleged issue began or if the patient obtained the reading (on his secondary meter) after treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.